Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and myocardial infarction (mi) are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that approximately 2 months after the promus stent implantation in a coronary artery, the patient experienced worsening of the chest pain that had been present prior to the procedure. The ECG as well as an elevated cardiac enzyme indicated a new myocardial infarction. The patient was treated with medication. Approximately 6 months later a functional ischemia study was negative, and the patient's symptoms remained the same. At the 1 year follow up visit, there was no change in the patient's condition. No additional information was provided.